Event description:
2 infant heel warmers cracked and felt cold. Saved for apsm [assistant patient services manager]. Manufacturer response for infant heel warmers 3.75 in x 5.5 in., infant heel warmers 3.75 in x 5.5 in. (Per site reporter) [redacted] made aware.